Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator generated an oxygen sensor alarm. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An oxygen (o2) sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. The di agnostic logs were reviewed and the reported issue was verified. An investigation was performed and the product analysis technician reported that the identified root cause of the reported issue was isolated to the o2 sensor calibration was out of range. If information is provided in the future, a supplemental report will be issued.